Event description:
Bd syringes, various lots have defects between 1-3 cc marking on syringe. This defect (convex pump on syringe) allows fluid if stopper is pulled past that marking to leak out of the syringe through the plunger end. We are a nuclear pharmacy and have had radiation leak out both in nuclear medicine depts and in preparing doses in our lab (leaks were contained and cleaned up). Potential problem for chemotherapy drugs or other toxic injectable products. We have had in our possession about 6 syringes in the past 6-8 months of this nature - all 3 cc syringes. MFR has been notified on numerous occasions but with no resolution.